Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient receiving morphine with an unknown concentration for a total dose of 1.302 mg/ml per day via an implantable pump for spinal pain. It was reported the patient was in to see their healthcare professional (hcp) for their scheduled pump refill. The patient mentioned an infection at the incision site and that they had been applying antibiotic ointment over their incision due to the infection and was hoping it would heal. The hcp removed the bandages over the pump incision and instantly noticed the pump had broke/pushed through the skin. The hcp aborted the pump refill and told the patient the pump had to be explanted and removed as soon as possible due to infection. The hcp told patient they would not be able to remove it today ((B)(6) 2018) because the hcp had a flight to catch in 4 hours. The hcp said they would schedule the pump removal with one of their partners in their practice on monday ((B)(6) 2018) or early next week. The patient was released/sent home with original pump settings prior to todays ((B)(6) 2018) scheduled refill date. The pump was not interrogated today (B)(6) 2018). The patient had been applying antibiotic ointment over their incision site due to the pump pushing through the skin causing their incision to open. The patient noted the infection about a week or so ago. It was noted that the issue was not resolved at time of report. It was noted that surgical intervention did not occur and it was unknown if it was planned. The rep will follow up for more information. The patient's weight was 175 pounds. The patient's medical history was asked and will not be made available. The patient's status at time of report was alive-no injury. The event date was (B)(6) 2018 (about a week or so ago the infection started). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The attachment/photo showed additional swelling and redness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was explanted on (B)(6) 2016 and disposed of. There were no further complications reported at this time.